Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent reported via phone call that when the insulin pump is rewinding, it alarms no delivery at different stages. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed due to the customer not being present with the insulin pump. The device will not be returned for analysis.